Event description:
Caller reports the plastic on both the bottom of the meter and the base is melted while using the inform system. Caller reports pins 3 and 4 from the right in the base is blackened. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.